Manufacturer narrative:
Please note that device reported is a trapease vena cava filter and for which the catalog and lot numbers are not currently available. Patient age and medical history were also not provided. If obtained, a follow up report will be submitted within 30 days upon receipt. The device remains implanted and is not available for evaluation. As reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that the filter had a 7.65-degree tilt. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, the patient was treated with a trapease vena cava filter which subsequently malfunctioned and caused injury, damage including, but not limited to physical and emotional damages from tilt (7.65 degrees) of the filter and the resultant symptoms. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, loss of enjoyment of life, distress, and other damages.

Manufacturer narrative:
The previous report submitted did not include the codes related to type of investigation (h6).&nbsp; this report was updated to provide that information.

Manufacturer narrative:
Additional information was received. Additional b5 narrative: additional information was received from a patient profile form (ppf) and the patient reported becoming aware of filter tilt approximately nineteen years and three months post implant. According to the medical record received, the indication for the filter implant was severe pelvic trauma and fracture. The filter was placed via the right common femoral vein and deployed without incident at the l3 vertebra level. A computed tomography (CT) scan was performed approximately nineteen years and three months post implant.to evaluate the filter. The dictation provided only referred to the filter. The findings noted filter tilt. Ten CT images were also provided depicting a cordis type ivc filter. As reported a patient was treated with a trapease vena cava filter which subsequently malfunctioned and caused tilt (7.65 degrees) of the filter and the resultant symptoms. The patient reported becoming aware of the event approximately nineteen years and three months post implant. According to the medical record the indication for the filter implant was severe pelvic trauma and fracture. The filter was placed via the right common femoral vein and deployed without incident at the l3 vertebra level. A computed tomography (CT) scan was performed approximately nineteen years and three months post implant to evaluate the filter. The dictation provided only referred to the filter. The findings noted filter tilt. Ten CT images were also provided depicting a cordis type ivc filter. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with practitioner technique and/or vessel anatomy, specifically asymmetry and tortuosity. Without imaging available for review the event could not be confirmed nor a cause attributed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.